Manufacturer narrative:
One sample was returned. The sample was examined under magnification. No metal particles were present on the knife. A lot history search could not be done because of the lack of info provided. The root cause for the metal particles experienced by the customer is unk. The returned sample did not exhibit any metal particles. (B)(4).

Event description:
An operating room mgr reported that metal particles were retained in a pt's eye. Multiple attempts have been made to gather info regarding the pt's current condition and impact, but no add'l info has been provided.